Event description:
Medical device distributor reports that a foreign object was removed from a patient 3 days after surgery. The report was submitted to rhythmlink quality by rhythmlink's distributor pacific neurophysiological systems, through rhythmlink sales department by email and received on 24-jul-2019. The hospital was reported to be children's hospital at oakland\ucsf. The report contained only a photo of the foreign object. No other information was sent. Rhythmlink quality was unable to determine from the photo and lack of any other information, that the object was a piece of a needle, or that the object was from a piece of rhythmlink product.